Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to communicate with monitor) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to thermally damaged r767 and u728 components on the distribution node pca. The root cause of the thermally damaged r767 and u728 components could not be positively identified. No adverse event resulted from the defective belt.

Event description:
A us distributor reported that an electrode belt was unable to communicate with a monitor.